Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped successfully on (B)(6) 2017. There were no adverse effects following the procedure.